Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 141 mg/dl. Customer states he was not able to prime due to no delivery and there was greater than normal resistance when pushed with plunger. During troubleshooting, customer changed infusion set and reservoir and was able to prime. After troubleshooting, customer was advised that no delivery was caused by set / reservoir connection. No further information provided.